Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown metasul head 40 mm; item#: unknown; lot#: unknown. Unknown continuum cup; item#: unknown; lot#: unknown. Unknown stem; item#: unknown; lot#: unknown. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent hip revision surgery due to lysis, metallosis, and cup loosening. The three components that were removed, the stem stayed attempts have been made, and no further information has been provided.